Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), rotated heart and aneurysmal septum for a mitraclip procedure. During the procedure, loss of column was observed in the steerable guide catheter while aspirating for dilator removal. A column was reestablished and held once the guide took out of the stabilizer and dropped to the level of the heart. Column was held throughout the procedure. Post deployment of the clip, upon removal of clip delivery system (cds), an air pocket and bubbles were observed in the hemostatic valve. Upon removal from the body, physician tested the guide and loss of column was observed. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.